Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was unknown. The patient was treated with cefazolin sodium, 4/1day ip (dose not reported) then changed to meropenem hydrate (2x 1/day ip, dose not reported) for the peritonitis. The patient discharged from the hospital and recovered. Four days after being discharged from the hospital, the patient experienced peritonitis bacterial, manifested by cloudy effluent and abdominal pain. On the same day, the patient was readmitted to the hospital. Treatment with meropenem hydrate (2x 1/day ip, dose not reported) treatment was restarted. Three days later, this treatment was discontinued. On an unreported date in (B)(6) 2013, the patient recovered from the event of peritonitis bacterial and was discharged from the hospital. Pd therapy was discontinued and eventually the patient changed to hemodialysis. The retraining of proper connect/disconnect method and aseptic technique was performed by healthcare professional.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.